Event description:
It was reported that during a da vinci-assisted simple prostatectomy procedure, the force bipolar instrument's jaw broke while the instrument was holding onto unspecified tissue. A fragment fell inside the patient and the piece was retrieved during the same procedure. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with the reported event to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of instrument a broken grip tip to be related to the customer reported complaint. The instrument was found to have a broken gray plastic frame from the grip base. The broken piece was returned with the instrument. Components adjacent to this broken grip showed scratches/indentation damage.